Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was getting laser vein treatments done and her legs felt weird after the laser treatment. So, she turned off the stimulation and didn¿t charge her implantable neurostimulator (ins) again. The patient also noted that she felt that her stimulator was successfully running around (B)(6) 2018. There were no further complications reported or anticipated.